Event description:
Physician returned devices to dow corning with no specific complaint. Upon eval of devices, the right implant was found to be intact without full integrity and the left implant was found to be intact with large loss of integrity.